Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced under-fill or low draw of a tube with blood during use. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated: when using the tube, there was low draw issue, blood was collected at about 1.5ml.¿

Manufacturer narrative:
H.6. Investigation: bd received 5 samples from the customer for investigation. 5 samples were returned by the customer in support of this complaint. The date of the returned samples was (B)(6)2020, whereas the expiry date of the lot number involved was (B)(6)2020. All samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed because the samples were past their expiration date. Additionally, 15 retention samples from bd inventory were evaluated by and the issue of draw volume was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced under-fill or low draw of a tube with blood during use. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated: when using the tube, there was low draw issue, blood was collected at about 1.5ml.¿